Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms during implant. Subsequent testing revealed shock impedance measurements at 50 ohms. This product remains implanted and in service. No adverse patient effects were reported.